Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had been unable to recover and required maintenance. A field service engineer reset the drawer connections and rebooted the system. The hardware application test showed the drawers were functioning correctly, and the drawers were recovered. While speaking with the customer, a spontaneous failure occurred in aux drawer 4, which the customer was able to resolve. When the fse checked and inspected the unit, no issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was unable to recover, and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.